Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v002702, implanted: (B)(6) 2006, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported that all electrode combinations with electrode 1 had high impedances. The impedances were measured to be greater than 4,000 ohms. It was noted there was a ¿high z¿ number and the patient came in for further troubleshooting. It was indicated the patient experienced a loss of therapeutic effect. The patient recently had a change in therapeutic response. It was stated the patient was currently programmed to electrodes 3 and 0, but was not getting benefit from the program until the date of the report. When the patient came into the office, they did not feel stimulation. The manufacturer representative increased stimulation and the patient felt it in the correct location. It was noted the patient did not have any programs using electrode 1. Information received about a week later indicated the device was programmed around electrode 1. No explant was needed. The patient was to see their nurse practitioner in about six weeks for follow up. A follow up report will be sent if additional information is received.